Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident and current blood glucose was 138 mg/dl and other blood glucose level was 53, 58 mg/dl. Customer treated with food and also stated that they used auto mode. Device will not be returned device for analysis.